Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: he reported issue of an over infusion of cardizem (diltiazem) is believed to be associated with the received condition of the pump module that was found with broken off upper hinge post on the platen assembly. An over infusion was not replicated during the infusion testing by bd. An infusion of cardizem (diltiazem) was programmed and started on the date (B)(6)2023, at the time of 1:14 pm. The dose was at 10 mg/h with the system calculating the infusion rate at 10ml/h. The volume to be infused was entered at 120ml. The expected infusion duration was 12 hours based on the rate and volume to be infused. The pump module alarmed for air in line at the time of 1:54 pm with the total volume infused recorded at 6.62ml. The infusion was not continued after the air in line alarm. The activity recorded after the air in line alarm is associated with the pump being evaluated until the time of 2:19 pm when the channel off key was selected shutting down the system. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pcu event could not determine why the cardizem (diltiazem) infusion that was programmed to infuse for approximately 12 hours was terminated early after only infusing for approximately 40 minutes. The investigation could not determine when the platen upper hinge post breakage occurred. The pump module was received, in addition to the broken platen post, with a left broken sear leg, and the pivot latch torsion spring loose and unseated from the nest on the door for the spring. The additional findings are not believed to have caused an over infusion and are considered incidental observations only during the investigation. It could not be determined if the platen, sear and torsion spring damage are related from a single use error event. The pump module passed repeated rate accuracy testing with no observances of unregulated flow occurring. The platen assembly had maintained proper alignment during the infusion testing. The pump module failed sear functionality testing with the broken sear leg; however, the pump module did alarm appropriately with safety clamp open as the design intends. The damaged sear is not believed to have attributed to the over infusion of cardizem (diltiazem). The log analysis did not find any recording of the door having been opened during the infusion. The administration set was not returned for investigation; therefore, it could not be inspected or tested.

Event description:
It was reported that cardizem, concentration was 1mg/ml in a 100ml bag, was set to infuse at 10ml/hr. However, it was found empty approximately 50 minutes later and the device was alarming for air-in-line. Due to the event, it was reported that the patient became hypotensive and had to receive fluids and calcium gluconate. The patient was also transferred to intensive care unit (ICU) for continued heart monitoring. It was then reported that the "patient recovered."

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that cardizem, concentration was 1mg/ml in a 100ml bag, was set to infuse at 10ml/hr. However, it was found empty approximately 50 minutes later and the device was alarming for air-in-line. Due to the event, it was reported that the patient became hypotensive and had to receive fluids and calcium gluconate. The patient was also transferred to intensive care unit (ICU) for continued heart monitoring. It was then reported that the "patient recovered."